Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the reported issue was caused by the device's system pcb assembly. A replacement for this part is not available due to part obsolescence. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the device's system pcb assembly and determined that the cause of the reported issue was due to a faulty single board computer. The device was scrapped by stryker and the customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.